Event description:
The customer reported a leak in the solex catheter (lot unknown). No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The solex catheter in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.